Event description:
As patient was sitting down on the commode, the seat pinched the patient's thigh as a result of the space between the bucket and commode. This gap between the bucket and commode toilet seat was attributed to the bucket's handle, which does not allow the bucket to lie flat against the commode toilet seat. This resulted in patient sustaining a mild skin tear.